Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective flow sensor. The flow sensor was exchanged with the flow sensor replacement kit and the unit was successfully tested for functionality. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
According to the customer: it was reported that the hcu40 displayed the error message "water flow low". (B)(4).